Event description:
It was reported that the haptic of the preloaded monofocal intraocular lens (iol) was torn after insertion. The lens was removed and replaced with the same model and diopter during the same procedure. There were no injuries, and no additional intervention was required. No further information is available.

Manufacturer narrative:
Section a3b, a5 and a6: unknown; information not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.